Event description:
(B)(4).

Event description:
During surgery for a left distal radius fracture on (B)(6) 2013, the torque limiting attachment broke. The surgeon was using it to screw in a variable angle screw and the tip broke off. The surgeon was able to complete the implant with a different device. All pieces were retrieved. It was reported there was no adverse effect to the patient or lengthening of the surgery.

Manufacturer narrative:
A product development evaluation was conducted and the report indicates: the returned device design was reviewed and is appropriate for its intended use. The device did not contribute to this complaint condition. (B)(4). This device is used repeatedly so the actual complaint rate based on usage would be significantly lower. The risk analysis adequately assesses the risk associated with this complaint condition. The fracture face shows evidence that is sheared from an off axis force, and the device is manufactured from an acceptable material, therefore this complaint is invalid from a design perspective.

Manufacturer narrative:
Device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The device was received and the investigation is ongoing.